Event description:
A malfunction alarm on the pump was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact on their blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, after which the malfunction code did not recur. The customer continued to use the pump for insulin therapy.